Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had air bubbles. The customer¿s blood glucose was 290 mg/dl at the time of the incident. Customer states that size of air bubbles was its very small on the tubing but there are bubbles on the reservoir. Customer had been using insulin pump system within 48 hours of reported high blood event. Customer report customer does not allege pump was under delivering. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The reservoir will not be returned for analysis.